Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was over 500 mg/dl and a bolus was delivered. The cause of the high bg was due to a bent cannula. The customer was admitted to the hospital and after receiving an insulin drip, the high bg was resolved. The customer was discharged on (B)(6) 2017. The customer was unable to confirm the type of infusion set that was being used at the time of the event.